Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome, the cutting wire broke when the first output was activated. During the investigation, omsc found the plastic coating on the cutting wire was partially missing. There was no report of patient injury regarding this report.

Manufacturer narrative:
The investigation confirmed that the cutting wire was broken at the coated portion and the broken section was melted and burned. Approx coating was missing for 3mm from the broken point. There were no other abnormalities related to the breakage in the subject device. Also as the result of checking the manufacturing record of the same lot, nothing abnormal detected. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused a spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating broke off and came off from the cutting wire because of the user handling after the cutting wire was broken. See scanned page. This report is being submitted as a medical device report in an abundance of caution.